Event description:
Caller states patient received results of 24.2 mmol/l, 8.3 mmol/l, and 9.5 mmol/l within 10 minutes on the inform ii system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).